Event description:
On (B)(6) 2012, variax dr extraction was performed. When surgeon tried to extract the distal screw he noticed that the screw was broken. The broken screw was left in the bone of pt and the surgery was completed. The primary surgery was performed on (B)(6) 2012.

Manufacturer narrative:
Investigation in progress but not yet complete.